Manufacturer narrative:
(B)(4). Unit received with detached end cap. Unable to perform displacement test due to detached end cap. Pump received with broken reservoir tube lip, broken battery tube threads, cracked case at the display window corners, cracked liquid crystal display window and missing end cap sticker. The test infusion set and reservoir does not lock into place due to completely broke off.

Event description:
Information received by medtronic indicated that insulin pump had crack in case. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.